Manufacturer narrative:
(B)(4)

Event description:
It was reported that date of discharge of prolonged hospitalization changed from (B)(6)-2012.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
Indication for use: spondylolisthesis ae of interest: nerve compression or nerve root disorders primary diagnosis: postoperative left l5 s1 deficit event description: left l5s1 motor deficit diagnostics: - examination (abnormal): post operative left l5-s1 motor deficit ((B)(6) 2012) actions taken: prolongation of existing hospitalization: (B)(6) 2012 conservative care (observation, physiotherapy, education): physical therapy investigator and sponsor assessment: - rh-bmp2/acs relatedness: not related - study procedure relatedness: related - device/other component relatedness: unknown outcome: unresolved at the time of data entry.